Manufacturer narrative:
An event regarding malposition and crack/fracture involving a specialty plate was reported. The event was not confirmed. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. -clinician review: a review of medical records by clinical consultant noted " as I described above this inquiry reports a reoperation of a patient who had a right distal femoral replacement/total knee arthroplasty for "malrotation." The surgeon describes a plate that was supposed to control rotation which apparently was not fixed to the implant. I have no intraoperative photos, no preoperative notes from the surgeon and no postoperative x-rays to examine. I cannot determine a root cause for this inquiry/event. I would need to have more information regarding whether this anti-rotation plate was a custom device and a metallurgical analysis would have to be carried out to determine if indeed failure was due to the device or to some other issues such as surgical technique. I would not attribute any causality to the patient or a modified gmrs implant until I had more information about the custom nature of the implant that failed. " -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been no other similar events for the reported lot. Conclusion: it was reported the patients knee felt "malrotated". A review of medical records by clinical consultant noted " as I described above this inquiry reports a reoperation of a patient who had a right distal femoral replacement/total knee arthroplasty for "malrotation." The surgeon describes a plate that was supposed to control rotation which apparently was not fixed to the implant. I have no intraoperative photos, no preoperative notes from the surgeon and no postoperative x-rays to examine. I cannot determine a root cause for this inquiry/event. I would need to have more information regarding whether this anti-rotation plate was a custom device and a metallurgical analysis would have to be carried out to determine if indeed failure was due to the device or to some other issues such as surgical technique. I would not attribute any causality to the patient or a modified gmrs implant until I had more information about the custom nature of the implant that failed. "The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's right knee was revised. Original patient complaint was that their knee felt mal-rotated. Initial plan was to revise the custom femoral component with another custom femoral component. In addition, intra-operatively, a prong of the anti-rotation plate fell out of the patient and into the surgeon's hand. However, the remainder of the implant was still being held in place and was not revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised. Original patient complaint was that their knee felt mal-rotated. Initial plan was to revise the custom femoral component with another custom femoral component. In addition, intra-operatively, a prong of the anti-rotation plate fell out of the patient and into the surgeon's hand. However, the remainder of the implant was still being held in place and was not revised.